Event description:
The reporter contacted animas on (B)(6) 2012 reporting that all keypad buttons were intermittently unresponsive. The reporter was unsure if there was an actual tear on the buttons. It was reported there is no trauma or water exposure to the pump. The patient reportedly wore the pump in a case in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons have spring back or click normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed the threads were stripped on the battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.